Manufacturer narrative:
Product associated with this complaint was discarded and the complaint cannot be verified. No conclusion can be drawn. All product from this lot has been shipped and no other complaints have been registered. Product was discarded.

Event description:
The doctor reported that the abutment screw fractured inside the implant.